Event description:
It was reported that the deep brains stimulation (dbs) patient experienced discomfort and pain mild in severity on the right side of their neck near the implantable pulse generator (ipg) site. It was noted that the patient experienced scar tissue formation around the lead extension, creating a bowstring effect which caused the discomfort per the physicians assessment. The patient underwent a procedure where the ipg was repositioned three centimeters in the sub-clavicular chest area in a more dorsal position in addition to releasing lead extension length to lessen tension in the neck. The dbs devices remain implanted and continue to deliver therapy. The patient did well post-operatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. Block d2b: additional pro codes nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6).